Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, a cracked reservoir tube lip and a stripped battery cap coin slot.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button on their insulin pump was unresponsive. Customer's blood glucose was 125 mg/dl. It was also found the customer was unable to remove their battery cap. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.